Event description:
It was reported that the patient had pain in her left leg and got a shot of cortisone in her left hip. The patient responded to the question if the hip pain was what the implantable neurostimulator (ins) was supposed to cover with ¿yes and no.¿ the injection helped the patient back in september made the pain go away she did not want stimulator to work on her legs she wanted it to help her back; she was in severe pain from her back. The patient was in more pain in her back than she was in her leg. The most recent cortisone shot in the patient¿s hip was in (B)(6) and it still had not helped. The device helped the patient¿s pain but the patient thought that they may have to go through another back surgery. The patient¿s biggest concerns is that she has not been able to get 100 percent control of her pain because the back pain had gone higher up since the stimulator was put in. The patient took herself off pain pills completely on the week prior to report and tried the stimulator and wanted the stimulator to really work. Prior to the stimulator the patient wore tens on her back for 20 years. The patient had several programs that she was trying out. The patient really liked program f but g was really bad. The doctor wanted the patient to go back to program c and the patient could not go back because it hurt her under the ribs. It was horrible and the patient felt like she was getting a shock or a shock treatment. The patient reported that had been going on for months since she had the stimulator put in. The patient stated that she ¿really though she was having a heart attack.¿ the patient did not really realize that the stimulator was the issue until she got off program c and got to e and f. The patient was currently on a comfortable setting. Later the patient reported that they did not have concerns with their device or therapy. The patient received assistance from their doctor or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).